Event description:
It was reported that this lead was an attempted implant. During the procedure, after fixing the lead helix inside the patient, the lead parameters became out-of-range. Multiple positions were tried; however, the parameters did not improve. The helix was also observed to be unstable and exhibited an extension/retraction issue. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.